Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (as high as 400 mg/dl) and the cause was not known. Insulin injections were administered to address the high bg. After each high bg event, the pump supplies were changed resolving the high bg. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.